Event description:
An aus device was implanted, date not indicated. On 6/10/97 the entire device was removed from the pt and replaced due to pt dissatisfaction-large cuff and the pt is once again incontinent. Co has requested addl info.